Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using a new battery cap and a new battery. After multiple new batteries and battery cap failed batt test alarm persisted. Unable to perform self test, sleep and active current measurement test due to constant failed batt test alarm. Proceed with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. Continue with swapping of, internal battery, external battery tube, extracting electronic stack into a new testing case, swapping of electronic boards to pinpoint the faulty component. It was determined after deconstructive analysis that pcba1 was at fault. Isolate to pcba1. Unit also received with the following cosmetic damages: scratched case, pillowing keypad overlay, cracked keypad overlay, label damage, cracked case-corner of belt clip rails, battery tube threads - cracked and cracked case (battery tube). In conclusion, customer concern was confirmed of constant failed battery alarm. Isolate to pcb1. Cosmetic damage was also confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery failed alarm, the location of the damage was on the case of the battery tube side and battery tube threads. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the battery failed alarm, and no damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement battery cap. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.